Manufacturer narrative:
Unit passed rewind test, prime/seating test, basic occlusion test, force sensor test, sleep current measurement, active current measurement and self test. No pump error alarms during testing, however pump error alarms were present in the pump history file due to moisture damage on motor assembly. Unable to perform displacement test and occlusion test due to missing retainer. Unit received with missing reservoir tube o-ring, scratched casing, minor scratches on lcd window, scratches on display window cover, pillowing keypad overlay, cracked case on battery tube area, severely faded serial number label, peeling end cap address label, corrosion on force sensor assembly and slight corrosion in battery tube. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4).

Event description:
Customer reported via phone call time values or changed for moving too slow or fast alarm and motor power supply voltage error alarm. Customer¿s blood glucose level was 86 mg/dl. Troubleshooting for the alarms were performed. Customer advised during a rewind attempt the seating of the reservoir the insulin pump alarmed again. Customer was advised to discontinue use of the device and revert to a backup plan. Customer was advised that the device would be replaced and agreed to return the product for analysis.